Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transection of pulmonary artery on a laparoscopic robotic right lower lobectomy, the jaws of the device locked on the tissue. The surgeon used another stapler and reloads adjacent to the stapler/reload that was locked on the tissue. After a successful transection, the surgeon used shears/scissors to cut the tissue on the other side of the locked stapler. Once it was out of the body, the surgeon used another instrument to pull back the I-beam so the jaws were opened. The surgical time was extended for 30 minutes or more due to the product problem. The surgeon opened another stapler and staple reload to complete the transection. There was no patient injury reported.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transection of pulmonary artery on a laparoscopic robotic right lower lobectomy , the jaws of the device locked on the tissue. The surgeon used another stapler and reloads adjacent to the stapler/reload that was locked on the tissue. After a successful transection, the surgeon used shears/scissors to cut the tissue on the other side of the locked stapler. Once it was out of the body, the surgeon used another instrument to pull back the I-beam so the jaws were opened. The surgical time was extended for 30 minutes or more due to the product problem. The surgeon opened another stapler and 1 staple reload to complete the transection. There was no patient injury reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.